Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call prime anomaly on their insulin pump. Customer advised insulin squirts out everywhere during manual prime process. Troubleshooting for the prime rewind was performed. Customer is receiving a compromised force sensor system error alarm. Customer advised they are stuck in preparing to prime loop. Customer advised the insulin pump does not seem to detect the reservoir and starts counting down when it realizes that it is not stopping. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.